Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, troubleshooting was made by the customer. Hence, need to be replaced main printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, motor fault, circuit disconnect, low ve (exhaled minute volume). The customer confirmed that there was no patient involvement associated with the reported event.